Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display and motor error alarm from the insulin pump. The customer's blood glucose reading was 153 mg/dl. The customer stated that the pump gave her a motor error and the screen went blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.